Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the sample was discarded. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 4: issue: white particles observed in syringe when withdrawing fluid from bag. Particles appears to be from the dispensing pin. No injuries reported.